Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that thrombus occurred. A patient had a watchman laa closure device implanted. The anticoagulant treatment was discontinued after a follow up ultrasound scan revealed no thrombus on the device. However, at a six month follow up, a thrombus was detected on the device through transesophageal echocardiography (tee). The patient is taking warfarin to dissolve the thrombus. Currently, the patient is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the closure device was implanted in (B)(6) 2014. The anticoagulant was stopped in (B)(6) 2015. The thrombus was detected in (B)(6) 2015. The patient was put on sintron and follow up was scheduled for september 2015.